Manufacturer narrative:
Device evaluated by MFR: a synergy xd 3.00 x 20mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the proximal stent region lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted.

Event description:
Reportable based on device analysis completed on 18nov2021. It was reported that the device was unable to cross the lesion a percutaneous transluminal coronary angioplasty procedure was being performed. The target lesion was located in the severely calcified left anterior descending artery . A 3.00 x 20mm synergy xd drug eluting stent was advanced for treatment but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable. However, device analysis identified stent damage.